Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we have discovered a hair or other filamentous contaminant lodged within the plunger and the barrel of the 50 ml bd syringe lot number 3118906. I am attaching an image of the product. We do have the product still available. This incident did not reach a patient. The discovery was made after dose preparation by an IV robot. The syringe was not manipulated prior to load into the robot (the barrel or the plunger were not manually adjusted), but the syringe did have a needle attached in an iso-5 laminar airflow primary engineering control (operator was observing aseptic principles). Based on an internal investigation, it would have been highly improbable for the contaminant to have been introduced into the syringe within our operations.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample under 10x magnification showed that there was a fiber adhered to the bottom of the plunger rod. The foreign material was than examined under 30x magnification and was observed to likely be a fiber from the packaging material. Bd determined that the cause of the failure was related to the manufacturing process, but an exact root cause cannot be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see narrative below

Event description:
No additional information was provided material#: 309680 batch#: 3118906 it was reported by the customer that they discovered a hair or other filamentous contaminant lodged within the plunger and the barrel of the 50 ml bd syringe lot number 3118906. This incident did not reach a patient. The discovery was made after dose preparation by an IV robot. The syringe was not manipulated prior to load into the robot (the barrel or the plunger were not manually adjusted), but the syringe did have a needle attached in an iso-5 laminar airflow primary engineering control (operator was observing aseptic principles). Based on an internal investigation, it would have been highly improbable for the contaminant to have been introduced into the syringe within their operations. Verbatim: rcc received the complaint via phone. Pir as attached. I wanted to submit a report for a bd syringe defect/ contaminant. We have discovered a hair or other filamentous contaminant lodged within the plunger and the barrel of the 50 ml bd syringe lot number 3118906. I am attaching an image of the product. We do have the product still available. This incident did not reach a patient. The discovery was made after dose preparation by an IV robot. The syringe was not manipulated prior to load into the robot (the barrel or the plunger were not manually adjusted), but the syringe did have a needle attached in an iso-5 laminar airflow primary engineering control (operator was observing aseptic principles). Based on an internal investigation, it would have been highly improbable for the contaminant to have been introduced into the syringe within our operations. Response received on (B)(6)2023. The event date was 8/8/23 (the date the syringe was prepared using a arxium riva robot. One affected syringe was identified during visual final check of the batch.